Event description:
Edwards received information that a patient, implanted with both a mitral and an aortic pericardial valve, expired on post-operative day three (3). The reported reason for death was due to regurgitation. No further information was received. See also report for device serial number (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: two devices were implanted to this patient. Only one device was explanted and returned for evaluation. Through inspection of the device after receipt in the lab for evaluation, it was determined the mitral device, which was reported on 2015691-2015-00004 was returned for evaluation. The aortic valve, reported on 2015691-2015-00005, was not returned for evaluation because it remains implanted. Device returned = no.

Manufacturer narrative:
Device was received into decontamination and evaluation is pending. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device, edwards cannot confirm the clinical observation. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, there is insufficient information provided to confirm the clinical comments as provided by the health care provider. Additional follow up is in progress. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.